Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer originally reported that the knife blade would not deploy during the procedure after a snapping sound was heard. The surgeon opened a second instrument in order to complete the vaginal hysterectomy. Nothing fell into the pt cavity and there was no pt injury. An internal stainless steel piece of the mechanism that holds that knife in place was broken off and not returned with the device.